Manufacturer narrative:
The reported complaint symptom code (blank screen) was confirmed. An exterior visual inspection of the returned cycler showed no sign of physical damage. Functional display check failed. The inverter board transformer is shorted; there was evidence of burn. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported to technical support that the screen on the liberty select was dim when treatment was completed. After attempts at troubleshooting, a replacement cycler was offered for the patient. Follow up with the patient indicates that a treatment was completed with continuous ambulatory peritoneal dialysis. The patient indicated that there was no complications encountered as a result of the alleged event.